Manufacturer narrative:
(B)(6). This report is being filed on an international product, intraocular lens (iol) model number zxr00v that has a similar product distributed in the united states, iol model no. Zxr00, which falls under PMA p980040. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after an implantation of a zxr00v 11.5 diopter intraocular lens (iol) (B)(6) 2017, the patient had unexpected post-operative refraction with a deviation of -2.50 diopter and far vision results of 0.15 diopter (20/133). Therefore, the lens was explanted on (B)(6) 2017. The replacement lens was the same model, but a different diopter of 9.0. Reportedly, the patient's post-operative visual acuity was rv1.2 (1.5 x s-0.50, c-0.25), axial length 27.38mm. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 07/07/2017. Device evaluation: the product was returned to the manufacturing site for evaluation. The product was inspected by a qualified inspector using a 12x magnification. It can be seen that the optic body was damaged. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. The diopter power of the returned lens was measured. The value was within specifications for the labeled diopter. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.